Manufacturer narrative:
Other, other text: additional information added to b5, h3, h6 and h10. Correction d1 and d4. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seal label intact and observed the pump to be in good physical condition. A review of the pump event history log found evidence related to the reported problem, pm high alarm silenced cassette not attached properly. Cassette not attached properly error alarm was duplicated and repeated during testing of the pump. The root cause of the reported issue was found to be a defective and nonreactive downstream occlusion sensor. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.

Event description:
Additional information received indicated this event occurred during testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm with no cassette attached. No adverse effects were reported.